Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while technical services was reviewing the patient¿s treatment records following a report of an air detected in cassette warning during drain zero of treatment. A review of the patient¿s treatment records identified that the patient was overfilled during prior treatment and drained 5548 ml of 2250ml during drain zero of treatment. This drain volume is 247% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient¿s pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated during initial call that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis capd. The cycler is available to be returned to manufacturer for physical evaluation.